Event description:
It was reported that as the microcatheter was being advanced through the internal iliac artery, it broke. The microcatheter was removed from the patient¿s body and the physician continued the procedure with another device. There were no reported clinical consequences to the patient.

Event description:
It was reported that as the microcatheter was being advanced through the internal iliac artery, it broke. The microcatheter was removed from the patient¿s body and the physician continued the procedure with another device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the catheter proximal outer shaft had been slightly stretched and separated at 8.7cm distal to the strain relief. The fiber braided inner tubing was also stretched and pulled out of its proximal side outer tubing. The catheter outer shaft had been separated and the inner braided shaft was stretched but still intact. The damages observed on the product appeared to be related of use of excessive force. Information available indicated that the intermittent flush was used and that the inner diameter of the guide catheter used was 0.038 inch. Per the device directions for use (dfu): "it is recommended that the renegade¿ fiber braided microcatheter be used with a guiding catheter that is 0,965 mm (0.038 in) guidewire compatible (with a minimum internal diameter of 1,1 mm (0.042 in)) and a sheath introducer." It is also indicated that in order "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens." Based on the investigation and information available it is probable that a combination of intermittent flush and an incompatible guide catheter led to the application of force, and the subsequent separation of the microcatheter.